Event description:
An astron self-expanding stent system was chosen for treatment of a moderately calcified lesion (70 percent stenosis degree) in the moderately tortuous iliac artery. After the device was delivered to the target lesion, it was not possible to release the stent. The device was removed from the patients body, and another stent was used to finish the procedure.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the safety tab is still attached to the metal tube and has not been removed. The instrument shows no signs of use. Only two kinks were observed in the device shaft. During the investigation the stent could be normally released. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure was determined.